Event description:
It was reported that during a remote follow up, oversensing was noted on the device. Abbott technical support was contacted, the session records were reviewed, and loss of capture was also noted on the device. During a follow up in clinic, additional diagnostic testing was performed and no anomalies were noted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.